Manufacturer narrative:
(B)(6). The field service representative found that the cleaner bottle was empty and the sensor was not working. The field service representative replaced the switch float sensor and cleaner bottle, which appeared to solve the issue. After replacing the cleaner bottle, all qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for 2 patients on a cobas integra 400 plus module. The initial result for patient 1 was 200.1 umol/l. The result was questioned by the pathologist and the sample test was repeated. The repeated results were 88.1 umol/l and 86.8 umol/l. The initial result for patient 2 was 336.5 umol/l. The result was questioned by the pathologist and the sample test was repeated on (B)(6) 2020. The repeated result was 109.1 umol/l and 109.6 umol/l. The repeated results were believed to be correct. The results were all reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.